Event description:
It was reported that during a foot procedure using a microblator 30 icw wand, the wand tip detached while inside the surgical site. The procedure was delayed for 60 minutes while the surgeon searched for the missing tip, to no avail. The patient was x-rayed and no foreign objects were visible. The surgeon determined that the tip was most likely located in soft tissue and not in the joint and felt comfortable completing the surgery. There have been no patient complications reported as a result of this event.